Event description:
The customer reported that during a pacing event, a nurse received a shock when moving one of the electrodes. There was no injury to the nurse as a result of this occurrence. Although there was no reported malfunction of the device, we are reporting this due to the possibility of the nurse receiving pacing energy.

Manufacturer narrative:
(B)(4). The customer reported that during a pacing event, a nurse received a shock when moving one of the electrodes. There was no injury to the nurse as a result of this occurrence. Although there was no reported malfunction of the device, we are reporting this due to the possibility of the nurse receiving pacing energy. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.